Event description:
It was reported to medtronic minimed that the customer called for pump programming. Customer received the new pump and doesn't have the therapy values that needs to be set on the pump/ tried accessing carelink and the last upload was (B)(6) 2022 as per the patient there are also some changes with the values/ advised the patient to contact their doctor to get the correct information that needs to be set on the pump. The customer reported hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 439 mg/dl. The event involved product(s) mmt-1884, mmt-381a, mmt-332a. Troubleshooting was not performed for high blood glucose (bgs)/under delivery as the patient was not using the pump yet. Customer has not been used the insulin pump system within 48hrs of reported high blood glucose event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported high blood glucose event. Customer requested assistance with pump programming. Assisted customer with requested programming. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1884. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.